Event description:
During evaluation of this unit for a printer problem, a laerdal service technician found the unit was unable to detect the input ECG signal. It displayed a flatline and analyzed an input vfib as "no shock advised". No warning prompts were noted.